Event description:
While conducting preventative maintenance, a technician discovered that the hi-low drive was drifting. There was no patient involvement.

Manufacturer narrative:
The hi-low drifting is unintentional movement of the bed which has the potential to cause serious injury. The technician cleaned and lubricated the hi-low drive, and replaced the thrust bearing in order to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with product service manual.